Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited an e204 code error and b30 code error (scope communication error). The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.